Event description:
As reported, approximately 6 years post op the initial right tka, this patient was revised due a loose femur and recalled poly. Patient complained of pain. Patient was last known to be in stable condition following the event. Image and xrays attached. Devices are not returning - due to recall hospital will not release implants.